Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert sounded, and the patient complained that the implantable cardioverter defibrillator (ICD) was 'vibrating'. The patient determined that the alert was triggered due to a magnetic nametag, and will pay closer attention to their proximity to magnets. The ICD remains in use. No patient complications have been reported as a result of this event.